Manufacturer narrative:
Additional information: the event history log review showed low priority alarm 30166. The reported condition was verified. The cause of the condition could not be determined. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm (max air exceeded) alarm. The patient was not connected at the time of the alarm. This occurred during setup of peritoneal dialysis therapy. During troubleshooting, the patient stated that the solution bag that was connected to the line with the blue clamp (last fill line) became disconnected and air got into the tubing that led to this alarm. Renal therapy services advised the patient to remove the cassette and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.